Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited pacing inhibition due to over-sensing of electromagnetic interference. No intervention was performed. There were no patient consequences, and the patient would continue to be monitored.